Event description:
A malfunction was reported with a code "malf 9," but no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level. The customer was at a doctor's appointment and planned to call back for assistance. Technical support provided reset information and helped reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue arises again.